Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument leaks pneumoperitoneum. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
2/18/1998-supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.